Manufacturer narrative:
After replacement of diluent lot # 3510530 with a different lot number, daily checks and qc runs all passed for unicel dxh 800 coulter cellular analysis system serial number (B)(4). (B)(4). This MDR is related to MDR 1061932-2014-02132 for the same issue with another unicel dxh 800 coulter cellular analysis system, serial number (B)(4), in the customer's facility.

Event description:
The customer reported platelet background high failures on two unicel dxh 800 coulter cellular analysis systems in the customer's laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.